Event description:
It was reported, the bluetooth (ble) connection was not available on the device. Technical support was contacted and reprogramming was performed to resolve the event. The patient was stable.